Event description:
It was reported that the patient was having a lesion at the upper end of posterios cervical incision which looks to physician like the patient was having an infection. The patient was having a posterior incisional cyst which could be underlying infection. There was no surrounding erythema and no drainage yet. The review of x-ray showed displacement of the cervical lead paddle out of the spinal canal and is up against the occiput. Additional information was received that the patient underwent a revision procedure wherein the cervical paddle was unplugged from battery, while thoracic paddle and battery were left implanted. The patient had a cyst near incision for cervical paddle, and was placed on antibiotics.

Manufacturer narrative:
Exact date unknown, event occurred in (B)(6) 2021.

Event description:
It was reported that the patient was having a lesion at the upper end of posterios cervical incision which looks to physician like the patient was having an infection. The patient was having a posterior incisional cyst which could be underlying infection. There was no surrounding erythema and no drainage yet. The review of x-ray showed displacement of the cervical lead paddle out of the spinal canal and is up against the occiput.